Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been having noise reversions due to rv lead noise. At the battery change-out, tissue growth around the rv lead pin, inside the header, was observed. The physician alleged this may have potentially been the cause of the rv lead noise. The pin was wiped clean and used in the new device. There were no patient consequences.